Manufacturer narrative:
The device was received partially deployed. The pink slide insert was visible through the viewing window and linkage assemble was observed to be fully retracted. Formed needle was observed to be extending beyond the needle well. Upon opening the pod, the needle was observed to be dislodged from the slide retract. The download data showed that an 0x1c alarm was generated, indicating the pod expiration. It was confirmed that the device ran for 80 hours and delivered 2964 pulses. Under magnification, damages were found to the slide retract and 90 degree bend of the formed needle implying that the hard cannula was incorrectly installed. The incorrectly installed hard cannula caused the exposed needle. The formed needle was observed to be bent in the portion that was exposed. Although, the needle was observed to be damaged the exact timing and cause of the damage could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported by the patient that they had a pod where the needle did not retract from the cannula after activation.